Event description:
Information received with return of the explanted device notes that due to increased frequency of atrial fibrillation episodes with dizziness, the patient presented for pacemaker implantation. Upon closing of the pocket, undersensing was observed and interrogation of the device demonstrated no atrial electrograms. Therefore, a new device was implanted. The patient left the laboratory in good condition.